Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 259 mg/dl. The customer administered a bolus and indicated that their bg level was 176-178 mg/dl at the end of the report. During troubleshooting with tandem's technical support, it was noted that there were gaps of air in the tubing and that the customer was able to tighten the luer lock.